Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced discomfort, vaginal pain, rectovaginal fistula, erosion, urinary tract infection, recurrent prolapse and vaginal bulge, solid fecal incontinence, diverticulosis with necrotic diverticulum, pain in the lower abdomen/vaginal area, foul smelling discharge, vaginal discharge, vaginal foreign body and left vulvar lesion. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR report #: 2183959-2014-45249.

Manufacturer narrative:
Lawyer-filed report.